Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9225773.

Event description:
It was reported the patient s1 drg lead had migrated. The patient underwent surgical intervention where the lead was explanted and replaced to address the issue.